Manufacturer narrative:
Since no serial number was provided, olympus was unable to verify if the device was returned to olympus for evaluation. As part of our investigation, olympus dispatched an endoscopy support specialist (ess) to the user facility on (B)(6) 2016 to observe the facility¿s reprocessing practice and provide a reprocessing training. There were no reprocessing deviations noted during the ess visit. In addition, an olympus field support engineer visited the user facility to evaluate the olympus oer-pro automated endoscope reprocessing (aer) machine and found no problems. The cause of the reported patient infection could not be conclusively determined. To add, olympus reviewed all 2016 submitted MDR reports for the reported facility (university of (B)(6)), device model (tjf-q180v), and reported event of patient infection, and found 14 mdrs that were previously submitted. Please reference the following mfrs: 2951238-2016-00070, 2951238-2016-00071, 2951238-2016-00072, 2951238-2016-00073, 2951238-2016-00074, 2951238-2016-00075, 2951238-2016-00318, 2951238-2016-00319, 2951238-2016-00414, 2951238-2016-00700, 2951238-2016-00878, 2951238-2016-00879, 2951238-2016-00880, and 2951238-2016-00881.

Event description:
Olympus received a legal document on (B)(6) 2017 alleging that a patient contracted a multidrug infection after undergoing an endoscopic retrograde cholangiopancreatography (ercp) procedure with an olympus duodenovideoscope at the (B)(6) hospital on (B)(6) 2016.